Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of symptoms. They had seen an end of service (eos) message on their device previously and had been scheduling a replacement surgery. However, in the meantime they had a return of pain that caused them to be hospitalized. These issues occurred on (B)(6) 2016. They were trying to find a different doctor who might be able to perform the replacement sooner. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.